Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5, h3, h4, h6. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was sep 28, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device and there was no deviation from the instructions for use reprocessing steps. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor the field performance of this device.

Event description:
The colonovideoscope additionally exhibited foreign objects within the following: plastic distal end cover, adhesive around the objective and light guide lens, bending section cover, and connecting tube.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.